Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The reported event could not be confirmed. The patient therapy controller performed per specification. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient attempted to give themselves a bolus on (B)(6) 2016, but the patient therapy controller (ptc) was unable to perform the bolus and an error message was displayed on the screen. The patient was provided a new ptc and the suspect ptc was returned for evaluation.